Event description:
A medtronic representative reported that during a spinal fusion procedure the screw head on the spine clamp instrument was stripped. The surgeon was able to tighten and use the clamp for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement device shipped to site on (B)(4) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that the head of the adjustment screw has been rounded. Not able to tighten the screw. The wrench spins in the head of the screw. The reported event was confirmed to be caused by the physical damage of the screw head.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.